Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited multiple high pacing impedance measurements of greater than 2000 ohms through a pacing system analyzer (psa). High thresholds and loss of capture were also observed on the rv lead. The physician tried repositioning the lead, using a new connector tool, and exchanging the alligator clips for the psa, but high measurements were still present. The physician then decided to explant and replace the rv lead, which solved the issue. No adverse patient effects were reported.

Event description:
--